Event description:
Ous MDR - boston scientific received information that this patient was feeling unwell. Tests indicated vegetation on the right ventricular lead and swelling at the implant site. The patient had undergone chemotherapy and the infection was thought to be related to the IV. The system was explanted. No adverse patient effects were reported. Should additional information become available this investigation will be updated.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.